Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal right coronary artery. An encore 26 inflation device was used. After a non bsc guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed for predilation using an unspecified balloon catheter and intravascular ultrasound (ivus) was done. An unspecified stent was implanted but ivus showed that dilation was not enough so a 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for additional dilation of the stent. The balloon was first inflated at 8 atmospheres however it was noted that there was blood coming into the inflation device. The balloon catheter was removed as a whole unit and it was found out that the balloon had ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 3.25x8 non bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).